Event description:
A report was received from health canada's canada vigilance program which states, "IV pump was plugged into the red outlet (back up generator) and charging indicator light was on. The pump suddenly had a message saying: very low battery < 5 min to shutdown. Plug in now. Pump completely shut off before the nurse was able to grab a new pump. Pump was infusing norepinephrine, amiodaron and d10w. Pump needed to be replaced immediately. No harm to the patient but potential harm in the future if this was to recur."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility